Event description:
It was reported that this patient was experiencing pocket stimulation with this pacemaker device implanted. It was noted that the patient underwent a pocket revision procedure. The patient has been hospitalized. Technical services (ts) discussed troubleshooting options with health care professional (hcp). No additional adverse patient effects were reported. Currently, this device remains in service.